Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose levels since his surgery. The customer's blood glucose was between 340-350 mg/dl. The caller stated that the customer had broken bones, leading to surgery. The customer complained of nausea, vomiting, abdominal pain and difficulty breathing; they were advised that the symptoms expressed may have been indicative of the possible onset of diabetic ketoacidosis. She stated that the customer had high blood glucose before surgery due to the pain of broken bones. The customer was on antibiotics and pain medication. He also experienced a high fever of 102 degrees. The caller advised that the hospital visit was unrelated to the high blood glucose. The customer declined to complete the troubleshoot procedure and was advised to visit an emergency room. The customer was advised to change the entire set, reservoir and insulin and treat per doctor's instructions.